Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was trunk cable connector pins are bent causing connector to not plug into monitor trunk cable connector pins are bent causing connector to not plug into monitor. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.